Manufacturer narrative:
It was reported that the device was disposed of at the hospital and is therefore not expected to be returned for investigation by an orthalign engineer. A follow up report will be filed if the part is returned. This issue will continue to be monitior, however no further action is required at this time.

Event description:
Surgeon was having difficulty with the navigation reading tas needing less flexion.

Manufacturer narrative:
The device was disposed of at the hospital and is unable to be returned to orthalign for evaluation. Therefore, the complaint is unable to be verified and a definitve root cause can not be deteremined. Based on the complaint description a possible root cause is poor placement of the instrument pins. Orthalign cannot confirm whether or not the device functioned as intended. No further action is required.

Event description:
Surgeon was having difficulty with the navigation reading as needing less flexion.a new unint was opened and used to complete the case.